Event description:
The facility representative reported a colleague infusion pump with "would not shut up." The event was reported to have occurred upon power up in biomed service. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "would not shut up" was confirmed and reproduced during product evaluation. The quality engineer has confirmed the reported condition with failure code 401. The assignable cause was a faulty user interface module printed circuit board. The user interface module printed circuit board and u65 software were replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.